Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range impedance measurements. An x-ray did not reveal any significant findings. One month later the rv lead exhibited another high out of range pacing impedance measurement thus the physician scheduled a procedure for evaluation. The fluoroscopy image did not reveal any issues and when the lead was tested with the pacing system analyzer (psa), normal impedance measurements were observed. The physician was concerned over a possible device issue, so he temporarily removed the other manufacturer's pacemaker and implanted a different competitive pacemaker. When the rv lead was implanted with the new pacemaker, intermittent high out of range pacing impedance measurements were observed. At that time, the physician believed there was a non-visable lead fracture that demonstrated intermittent high out of range impedance measurements. Subsequently the rv lead was surgically abandoned and the previous other manufacturer's pacemaker was re-implanted with another manufacturer's lead. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.